Event description:
The pk papyrus coronary artery stent system was selected for the treatment of a perforation in the lad. As it was attempted to deliver the pk papyrus the stent could not cross the calcified and tortuous lesion. Therefore the pk papyrus was removed from the patients body and it was noticed that there was no stent on the delivery balloon. Eventually the perforation was sealed by using another stent. 10 days later the patient died.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.